Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was resent in the packaging. The lens was not used and no other devices came in contact with the lens. Reportedly, this event occurred with six lenses. This report refers to lens 1 of 6. Reference MDR# 1313525-2015-01260 for lens 2 of 6. Reference MDR# 1313525-2015-01261 for lens 3 of 6. Reference MDR# 1313525-2015-01262 for lens 4 of 6. Reference MDR# 1313525-2015-01263 for lens 5 of 6. Reference MDR# 1313525-2015-01264 for lens 6 of 6.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation.